Event description:
It was reported that (3) devices were used during a skin transplant. It was reported by the affiliate that the pmw35 staplers did not release the staple. The case was completed using an endosurgery device from a different lot. There was no consequence to the pt.